Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction to breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 375cc saline breast prostheses and suffered several unexplained systemic symptoms, including autoimmune issues, fatigue, problems with white cell count, headaches, backaches, and aches in breasts. In addition, the patient began to feel pain in her left breast and left lymph node. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacements on (B)(6) 2019. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 05/14/2019, mentor received additional information about the event. The patient suffered from additional unexplained systemic symptoms including digestive issues, brain fog, lack of concentration, and forgetfulness. On 05/20/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).